Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring ¿alert 38¿ motor stall messages requiring frequent restarts of the ilet despite adequate charge, resulting in device disconnection and transition to multiple daily injections; a replacement ilet was provided and return instructions were communicated. Symptoms included hyperglycemia with a reported peak of 284 mg/dl and elevated glucose above 180 mg/dl for over two hours without ketone testing, medical intervention, or emergency care. Outcomes included temporary loss of insulin delivery from the pump and use of backup therapy to restore glycemic management. Investigation included remote troubleshooting and user education, confirmation of serial number and logistics for replacement, and data synchronization guidance. Investigation of this device revealed a suspected pump motor stall consistent with a device alarm for motor function, with no reported sensor issues. It was concluded, based on previously established findings for similar reports, that the cause was an apparent device malfunction of the pump motor mechanism warranting replacement.